Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction codes recurred, which caller acknowledged and understood.